Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the mitral position via transfemoral approach, the operator had difficulty trying to cross the septum. When the implanter finally got the valve across and went to inflate the atrion device, the valve would not expand. The operator pulled negative pressure on the atrion and saw blood was seen in the chamber. The team suspected the balloon had to have a hole or tear. The valve was then attempted to be removed with sheath all as one unit. However, valve got stuck in the common femoral vein. A cutdown was required. The tech prepared the second valve for deployment. However, the patient became unstable and required vascular surgery to repair the vessel. Neither valve was implanted. The patient had the vessel repaired and left the or in a stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander with s3 IFU (us), commander with s3 device preparation manual, commander with s3 procedural training manual, and commander with s3 valve in valve mitral supplemental training manual and no IFU/training deficiencies were identified. The complaints for delivery system difficult or unable to cross septal wall, balloon leak, and difficulty or inability to withdraw system through vasculature were unable to be confirmed as the device was not returned and no applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Navigate and position catheter to target location - delivery system difficult or unable to cross septal wall as reported, "during the procedure of a 29 mm sapien 3 valve in the mitral position via transfemoral approach, the operator had difficulty trying to cross the septum." Per the training manuals, difficulty crossing the septal wall can be caused by the following factors: flexing delivery system incorrectly, orienting e-logo incorrectly, patient anatomy not accurately assessed, user torques delivery system and balloon shaft not locked after valve alignment however, without return of the device or applicable patient/procedural imaging, a definitive root cause was unable to be determined. As reported, "when the implanter finally the valve across and inflate the atrion device, the valve would not expand. The operator pulled negative and saw blood in chamber." To overcome the reported difficulty, excessive manipulation was likely required during attempts to cross the septal wall. It is possible that this manipulation caused the balloon to become damaged, resulting in the reported balloon leak. Without return of the device or applicable patient/procedural imaging, a definitive root cause was unable to be determined. Available information suggests that procedural factors (excessive manipulation) may have contributed to the reported event. Additionally, as reported, "the valve was then attempted to be removed with sheath all as one unit. However, valve got stuck in the common femoral vein. The operator began a cutdown and the tech prepared the second valve for deployment. However, the patient became unstable and required vascular surgery to repair the vessel." While additional info was not provided, it is possible calcification and tortuosity were present in the patient's access vasculature. Tortuosity in the access vessel can create non-coaxial withdrawal angles. Additionally, the presence of calcification in the access vessel can result in the creation of sub-optimal angles during delivery system withdrawal, which may also lead to non-coaxial alignment. It is possible that the non-coaxial withdrawal configuration may have resulted in the crimped valve catching the patient's anatomy, contributing to the withdrawal difficulty reported. Furthermore, it is possible that the inflation balloon was partially expanded during the reported attempts to inflate the balloon. While full deployment may not have been achieved due to the reported balloon leak, it is possible that the balloon was partially inflated and/or the valve was partially expanded during withdrawal. Partially inflated balloon and partially expanded valve would result in the profile of the delivery system being larger than usual during withdrawal, which may have caused the delivery system to catch on patient anatomy during withdrawal attempts. Without return of the device or applicable patient/procedural imaging, a definitive root cause was unable to be determined. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.